Event description:
The doctor informed medtronic xomed sales rep that the patient experienced foreign body sensation; infection. The patient was referred to the doctor. The doctor had nothing to do with the original surgery. The patient's original surgery (tongue suspension, no hyoid) was done at another facility by a different surgeon some time ago (exact date not known). The doctor said the screw is loose and has created infection. The doctor plans to remove the screw.

Manufacturer narrative:
The product was being used for treatment, not diagnosis. Lot # - a review of the manufacturing records was not possible as the identifying lot number was not provided by the reporter. Eval - a review of the performance of the device was not possible as the device was not returned for analysis.